Event description:
It was reported that after the implant procedure, the patient experienced chest pain. Loss of capture was observed. Lead perforation was suspected. The lead was repositioned uneventfully. The patient was fine during and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.